Event description:
A (B)(6) f taken to operating room for placement of a trach and peg. She was placed on mechanical ventilation, but there was no return of end tidal co2, so ventilation could not be confirmed, therefore, anesthesia re-intubated the patient. CPR was then initiated due to loss of pulse. Unfortunately, the patient was unable to be revived. Upon inspection of the ventilator, an IV cap was found in the elbow piece of the tubing, occluding it. Both the IV cap and tubing are from the same manufacturer. The inside of the tubing narrows and the IV cap fits perfectly inside. The investigation into how this happened is ongoing, however, it is believed that the IV cap inadvertently ended up in the tubing and was sucked into place when the team attempted to administer positive pressure ventilation. Mtg date: 12/2016.